Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Mechanical evaluation would not confirm or refute the reported patient complications.

Event description:
According to the available information, an infection occurred. The device was explanted and not replaced.